Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance measurements and loss of capture (loc). Additionally, the patient experienced diaphragmatic stimulation and fluttering as well as vomiting. Additional information was received that the loss of capture (loc) was due to a lead perforation. The patient required a pericardiocentesis. A revision procedure was performed and this lead was repositioned. Further information was received that some days later, this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) recommended further testing. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance measurements and loss of capture (loc). Additionally, the patient experienced diaphragmatic stimulation and fluttering as well as vomiting. A lead dislodgement was suspected. A revision procedure was performed and the lead was repositioned. Further information was received that some days later, this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) recommended further testing. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance measurements and loss of capture (loc). Additionally, the patient experienced diaphragmatic stimulation and fluttering as well as vomiting. A lead dislodgement was suspected. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance measurements and loss of capture (loc). Additionally, the patient experienced diaphragmatic stimulation and fluttering as well as vomiting. Additional information was received that the loss of capture (loc) was due to a lead perforation. The patient required a pericardiocentesis. A revision procedure was performed and this lead was repositioned. Further information was received that some days later, this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Boston scientific technical services (ts) recommended further testing. No additional adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
Corrected fields impact codes h6.